Manufacturer narrative:
Product event summary #damaged instrument incorrectly assembled return concomitant medical product: other relevant device(s) are: product ID: 9735561, serial/lot #: unknown. A supplemental report will be issued.

Event description:
The manufacturer received information regarding an imaging device being used outside of a procedure during preparation. It was reported that the draining assembly was upside down. Issue discovered while opening kit. There was no patient present when this issue was observed.